Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j11153r27, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with baclofen intrathecal (2000 mcg/ml; 1300 mcg/day; type, manufacturer, and lot number unknown). The patient's indication for pump use was intractable spasticity. The patient went to the hospital on (B)(6) 2015 due to withdrawal symptoms, specifically, tachypnea, seizure like episode, increased tremors, and altered metal status. As a result, the patient was hospitalized. The patient had missed her pump refill appointment two weeks prior and now the pump was empty. The hcp (healthcare provider) and spoken with the pump managing hcp and had asked that a company representative check the pump status and assist in the refill. It was questioned whether or not the system needed to be primed because it had run dry. The pump was going to be refilled on the evening of (B)(6) 2015. Additional information regarding the patient's medical history, other medications being taken at the time of the event, and whether or not the pump was successfully refilled was asked, but it was not available at the time of this report. Should additional information be received, it will be submitted in the form of a follow-up report.